Event description:
It was reported that intermittent occlusion alarms occurred. These issues resulted in the customer's blood glucose level reading as ¿high,¿ though the specific value was not provided. To manage the high blood glucose, the customer administered a correction bolus using the pump or injections as needed and eventually resolved the occlusion by resuming insulin delivery through the pump. While the customer did not require assistance from a third party, they were experiencing frequent occlusions and requested further follow-up for additional support.